Event description:
The pt was reportedly experiencing intermittencies, followed by loss of sound and loss of lock. External equipment was exchanged and programming adjustments were made; however, the issues did not resolve. Surgery to explant the pt's device has been scheduled.